Event description:
It was reported that during the pre-use check, the customer connected a syringe to the suction line and attempted to draw air, but could not do it. No patient involvement.

Manufacturer narrative:
One (1) sample was returned for evaluation; the sample?s suction tubing had a tip formed end inside of the suction connector which is caused an occlusion. A secondary investigation was generated for the component investigation of the supplied item fault. Based on the analysis conducted on the sample, the suction line occlusion failure was confirmed. The failure mode could be caused by excess amounts of thf (tetrahydrofuran), due to tube being submerged more than once in the solvent dispenser. An awareness notification was generated for production personnel. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. (H6c, h6d, h6e)